Manufacturer narrative:
The product's pack lot specific to this event is not known; therefore, a lot history and device history record review are not possible. A sample of the pack was not returned for evaluation. The root cause of the customer's complaint is not known; a sample was not returned for investigation. The final lot for the knife associated with this report was identified. A review of the related device history records (DHR) for the reported lot number has been performed; no anomalies were found. The product was released based on the products acceptance criteria. The root cause of the customer's complaint is not known; a sample of the knife was not returned for investigation. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the knife is bent. This has been noted in an unknown quantity of procedures. The reporter informed that sometimes the "bend is not too severe and the surgeon is able to straighten the blade" before creating the incision. There was no patient harm reported.